Event description:
The consumer was sitting upright in bed when he allegedly pushed his hands down to adjust his body, raising up to turn, and when he pushed back the bed allegedly collapsed. The mechanism that controls the raising of the head allegedly broke, causing the sudden change in position. This sudden jarring motion led to excruciating pain for the consumer & complications to his recent total right knee replacement surgery. Serious injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model vc5310, (B)(4) is approximately 1 year 11 months of age. The user manual (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is approximately (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.